Event description:
Treatment of an mca (middle cerebral artery) aneurysm. During pipeline deployment, it was reported that the pipeline would not release from the capture coil so it was corked and removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).